Event description:
Per the clinic, the patient experienced skin overgrowth and infections around the abutment site along with poor sound quality with the device use. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the implant screw and remove the abutment. The patient was transitioned to a transcutaneous osia implant system.